Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d and 459888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a micro dislodgement. The lead had increased thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.